Event description:
The customer reported that the side-firing fiber forward fired during prostate vaporization. The procedure was continued with a second fiber, which had a fiber cap detachment outside of the patient during fiber tip cleaning (not a reportable issue). It was reported that the case was completed with a turp. The patient's outcome was reported as "okay".

Manufacturer narrative:
Device (B)(4) - (no code available) refers to forward - firing of the side-firing surgical fiber; a code request has been submitted.